Event description:
It was reported that during a follow up, the battery status could not be seen during interrogation of the device. A message was displayed regarding the event histograms to be deleted in order to display the battery status. No consequences for the patient were reported. The patient will be monitored.

Manufacturer narrative:
(B)(4).